Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this atrial lead was not sensing or exhibiting capture at increased device outputs. Dislodgement was suspected and fluoroscopy determined the slack in the lead had been drastically reduced and the tip was oriented differently. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.